Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. This is a non-sterile device with no expiration date. . Detailed product lot number was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of brush head detached.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. It was reported that the head detached from the smaller end of a hedgehog brush during scope cleaning and was successfully retrieved using rescue forceps. Scope cleaning was completed with another hedgehog. There was no patient involvement in this event.